Manufacturer narrative:
The cerelink sensor (ID 826850) was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Hold for kp. 7.21.23. A physician reported a cerelink sensor (ID 826850) was implanted on (B)(6) 2023. In the operating room (or) the reading was between 13-17 however, after the patient was transported to the room and the transducer was not detected. They tried two different icp express monitors and different icp express cables; still transducer could not be detected. The medical staff considered the issue was related to the sensor only and not with the machines and cables. According to information provided, it is unknown if the sensor was removed.